Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of stored data from this implantable pulse generator identified farfield r-wave oversensing (ffrwos) resulted in brief inappropriate atrial tachycardia response (atr) events. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.